Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
CT imaging performed on the 11th april would show 3-4 electrodes out of the cochlea. Re-implantation is considered but a device assessment will be performed first.

Event description:
CT imaging performed on (B)(6) would show 3-4 electrodes out of the cochlea. When the user was seen at the beginning of october his bkb scores had improved from 56% (B)(6)2022) to 78%. Moreover, he reported that his hearing performance had improved. The user was left to adapt to his device. He will be seen in 3 months for monitoring.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient had a decreased hearing benefit due to a partial migration of the electrode out of cochlea, which could be confirmed by diagnostic imaging; 3-4 channels are extra-cochlear. Reportedly, fitting has improved the observed issues and the hearing performance has increased. The recipient will be monitored by the clinic; the device remains implanted and in use. This is a final report.